Manufacturer narrative:
The event of autoimmune/connective tissue disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Information contained in this report was previously submitted through [asr/psr/410psr] on 10/28/2009. Based on the device analysis grid, the assessments of the complaint are: autoimmune/connective tissue disorders: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion is observed.

Event description:
Right side: patient reported having been diagnosed with connective tissue disease or disorder since the last time she completed her questionnaire. Device has been explanted.